Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of muscle stimulation. Interrogation revealed that the right ventricular lead exhibited intermittent loss of capture, intermittent undersensing of r-waves, and inappropriate pacing. A chest x-ray revealed lack of lead slack and possible micro dislodgement. The lead was successfully repositioned on (B)(6) 2020. The patient was stable and discharged.